Manufacturer narrative:
Investigation results: DHR - we reviewed the DHR for this (B)(4) / patient ID# (B)(6) / site ID# (B)(6), qty. (B)(4) items assy-500011 (aligner) and (B)(4) items assy-500010 (templates) were packaged by the second shift by auto bag-and-box operation on (B)(6) 2025, in manufacturing supercell sc2, equipment (B)(4). The sales order was inspected and met the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing of this (B)(4). · raw material: part- / lot# 260870 / qty. Received = (B)(4) rolls, inspection date: (B)(6) 2025. The material was found acceptable for use in the suresmile product's manufacture. Return: we received the return of (B)(4) items ((B)(4) templates and (B)(4) aligners from stages 1 to 25). The aligners from stages 1 to 11 were received with their packaging bags opened, indicating that they had been used by the customer. We reviewed the aligners from stage 1 and did not find any out-of-specification conditions. The aligners meet the quality criteria specified in 0281-wi-aln-005-3, final quality control and aligner washing, visu-al detection of defects.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event it is reported that a nontemplate aligner arch - suresmile aligner experienced an allergic reaction to the aligners. Patient reported experiencing bilateral burning of the tongue. There are no visible cuts, patient has discontinued wearing of the aligners. Doctor is inquiring about the allergic reaction to the plastic in the aligners. The patient will be seen; they have noted that the burning has improved since stopping wear.